Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device sheath broke and shattered. Additional information was received on 01oct2019. The remaining lot of angio-seal devices were removed from the pyxis cabinet; and the lights have been off for over a month. The product was in pieces.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update , and to provide the completed investigation results. One 8f angio-seal vip device was received for product evaluation. It was noticed that the shelf life of the returned device was expired upon receipt. All accessory components were returned within the sealed header bag. Visual inspection revealed that the sealed header bag was opened, and the hemostasis sheath was returned lodged in the plastic tray; however, the greater part of the tube was fractured. The broken pieces of the sheath were examined under the microscope and there was slight yellow discoloration observed on the sheath. The returned pieces of the sheath were checked, and it shattered upon application of minor force. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.